Event description:
It was reported that a manipulation of the knee that was done a year ago and the patient was having trouble with full extension. Manipulated and put in a thinner liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that a manipulation of the knee that was done a year ago and the patient was having trouble with full extension. Manipulated and put in a thinner liner.